Event description:
Impella device alarming inappropriately. Suspect issues with fiberoptic cable. Device running and supporting patient. Alarms included placement signal lost, retrograde flow alarms and placement in aorta. Troubleshooting done echocardiogram, abiomed rep contacted. Red waveform (placement signal) with sporadic reads-both high and low.